Event description:
The account generated a false positive bhcg of 29.78 miu/ml on sample ID (B)(6) processed on the architect i2000sr analyzer. The same sample was repeated with the negative bhcg of 1.20 miu/ml on the architect i2000sr. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for evaluation. Troubleshooting was performed and the sample probe was replaced. A product labeling review found the architect system operations manual and the total b-hcg assay package insert contain adequate information for the described issue. A historical/quality data review and complaint data review did not identify any adverse trend for probe issues causing discrepant results. A service history review found no service history issues for architect i2000sr serial (B)(4). No additional discrepant result complaints were found to have been documented for architect i2000sr serial (B)(4) since the probe was replaced. The total b-hcg discrepant result issue was resolved though the replacement of a used probe. In conclusion, the architect i2000sr serial (B)(4) is performing acceptably.

Manufacturer narrative:
Patient identifier did not contain enough spaces for entire ID. The entire ID is (B)(6). (B)(4) . A followup report will be submitted when the evaluation is complete. Evaluation in process.